Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage was noted at the point where the foreign material was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. An amalgam of translucid fibers and dark rubbery material which seemed to be seal residues outside the device itself and that could not be removed was clogging the nozzle. It would likely have been clogged during the cleaning/disinfection process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was foreign materials clogging the nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.